Manufacturer narrative:
During the requested site visit, the field service engineer (fse) determined wash cup, all positions (a-30111660-01) and syringe assy (7-77650-09). The likely causes of the issue as the r1 and r2 syringes were leaking, and crystals were found. The valve, wash cup, all positions (a-30111660-01) and syringe assy (7-77650-09) were replaced which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the valve, wash cup, all positions (a-30111660-01) and syringe assy (7-77650-09). The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation, provides instruction for the removal, replacement, and verification of the valve, wash cup, all positions (a-30111660-01) and syringe assy (7-77650-09). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number: (B)(4), or valve, wash cup, all positions (a-30111660-01) and syringe assy (7-77650-09).

Event description:
The customer observed false reactive alinity I anti-hbc results on one patient. The results provided were: on (B)(6) 2023 sid:(B)(6) initial=1.23 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(4)=0.36. S/co (< 1.00 s/co=nonreactive) /repeated on (B)(4)=1.25. S/co /repeated on (B)(4)=0.38 s/co and 0.35 s/co / repeated on (B)(6) 2023 on (B)(4)=1.33. S/co /recalibrate the assay and run blood bank tube for same patient on (B)(4)=reactive (no actual results provided) /recalibrate the assay and run on (B)(4)=0.24 s/co there was no reported impact to patient management.